Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification. Device discarded by patient.

Event description:
A patient reported a fluid leak as the result of a hole in the disposable cycler set. The patient completed her peritoneal dialysis therapy via capd (continuous ambulatory peritoneal dialysis). The patient's pd rn reported that the patient did not experience an adverse effect from the fluid leak. The patient was not administered an antibiotic, nor was the patient hospitalized. The patient discarded the disposable cycler set.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.